Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.

Event description:
The customer reported that the system's keyboard was creating problems and the screen could not be called up and when the customer urgently needed images, they disappeared upon restart. No pt injury was reported.